Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion due to the right atrial (ra) lead having high thresholds. It was further reported that the right atrial (ra) lead had no capture and had dislodged. The implantable pulse generator (ipg) was explanted and replaced. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion due to the right atrial (ra) lead having high thresholds and also increase in battery voltage impedance. The implantable pulse generator (ipg) was explanted and replaced. It was further reported at the time of the device exchange that the right atrial (ra) lead had no capture and had dislodged. The right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.